Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 2179827. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ plastic syringe leaked. The following information was provided by the initial reporter, translated from port to english: when pulling the medicine, there was extravasation of the contents by the plunger of the syringe.

Event description:
It was reported that the bd plastipak¿ plastic syringe leaked. The following information was provided by the initial reporter, translated from port to english: when pulling the medicine, there was extravasation of the contents by the plunger of the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-sep-2023 h6: investigation summary it was reported there was there was extravasation of the contents through the plunger of the syringe. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The two photos provided show an empty syringe in a plastic bag. No other information could be obtained from the photo. Since complaints continue to be logged for this symptom when using chemotherapy medications, a request for further analysis and testing of the sample will be made to the mds design center. A device history record review was completed for provided material number 303552, lot 2179827. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no reported quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed at this time.

Event description:
It was reported that the bd plastipak¿ plastic syringe leaked. The following information was provided by the initial reporter, translated from port to english. When pulling the medicine, there was extravasation of the contents by the plunger of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.